Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was reverting to set up mode and she was unable to update the date/time. The complaint was classified based on information obtained by the customer service representative (csr). The patient stated that the alleged issue began at bedtime on (B)(6) 2018. The patient was unwilling to confirm how she manages her diabetes but stated that she made no changes to her normal diabetes management regimen. Csr noted that the patient alleged that at 5.15 am on (B)(6) 2018 the patient awoke with symptoms of ¿sweaty¿, which she self-treated by taking some sugar pills, as she associated the symptoms with a low blood glucose level. During troubleshooting, the csr noted it was not the first time the meter was being used, and there was no evidence of misuse of the product. Csr noted that from the information obtained the issue occurred after replacing the battery. The issue was not resolved with trouble shooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms of a serious injury adverse event, while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.